Event description:
On (B)(6) 2012, a male pt received a l2-pelvis fusion. The procedure consisted of three phases. During the first phase, the surgeon did a posterior approach and inserted screws at l2, l3, l4 and s1, skipping over l5. This phase was completed without any issues. During the second phase, pt was turned over and surgeon did an anterior approach and performed a vertebrectomy during which the vertebral body at l5 was removed. At this point, the pt started bleeding. The bleeding started and stopped intermittently and because of this, surgeon decided to close the pt before performing phase 3 of the procedure and opted instead to reschedule it for another time. It is unk as to where the bleeding originated. On (B)(6) 2012, the third phase of the procedure, a second posterior approach was initiated. At this time, the surgeon adjusted the pedicle screws in the l4 vertebral body by backing them out a few turns. Rods and locking caps were added and surgery was completed without any add'l issues. Per report, the origin of the intermittent bleeding is unk at present. No devices available for return. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned or lot number provided.